Manufacturer narrative:
The field service engineer (fse) examined the microscope and found the weight suspension strap, that counter balances the weight of the microscope and suspension arm, had broke. The fse found that the safety ring setting was not used during pt examination which would have limited the downward microscope movement. The fse was not able to repair the 30 yr old floor stand which is no longer manufactured or serviced by zeiss. The MFR issued a written statement to user facility to no longer use the stand. (B)(4).

Event description:
It was reported that while positioning the opmi 1-fc microscope to examine a pt's ear the microscope drifted down and made contact with the pt. There was a small lump and bruise on the pt's head. There was no medical international required for the pt other than an ice pack.